Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy, the hand activation button was not functional. Footswitch is functional. Another device was used to complete the case. No patient consequence.